Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a resistor shorted out. This was attributed to wear and tear. (Refer to CAPA-00063).

Event description:
On 28th march 2024, it was reported by an arthrex employee via email that an ar-8305, (synergy resection shaver console) had smoke coming from the console. This was detected at an unspecified time on (B)(6) 2024 with no case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.